Event description:
The patient had two leads implanted with the same lot number. It was reported, the patient was experiencing severe headaches, neck pain, and some tingling down the left arm. An sjm representative met with the patient and reprogramming resolved the leg and back pain. A CT and blood tests were normal. The patient was admitted to the hospital to address the headaches. Follow up information identified an sjm representative met with the patient for reprogramming. The patient's headaches have resolved. The physician stated, the headaches were caused by the patient's positioning on the table.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.